Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had pain at the implantable pulse generator (ipg) site and there was ineffective pain relief. It was noted that there was not any supporting office documentation to indicate when the event occurred, but surgery to remove and replace the ipg was done on (B)(6) 2012. The event was noted to have been unlikely related to the device or therapy and possibly related to the implant procedure/neurostimulator pocket. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2012. No further complications were reported/anticipated.